Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. About two months before the implant of the endurant, another manufacturer's stent was implanted in the descending artery. A dissection occurred at the distal end of the other manufacturer's stent graft in the descending artery and continued down to the iliac artery, indicating a possible distortion of the proximal neck shape. The proximal neck was 17.5-21mm in diameter and 22mm in length. It was reported that approximately 10 months post implant, the dissection at the descending artery was treated by implanting another manufacturer's stent. As the vessel diameter of the proximal aortic neck had enlarged, addition of a cuff may not bring good treatment effect, and therefore, only a touch-up was made on the proximal side of the endurant in this intervention. The physician commented that the proximal type I endoleak was caused by the dissection that originated from the distal end of the other manufacturer's stent, and thus the event was not attributed to the endurant stent graft. No additional clinical sequelae were reported and the patient is being monitored.